Event description:
When the cypher was pulled back into the guiding catheter and passed through the strain relief, the physician felt resistance, and the stent dislodged in the guiding catheter. The patient was a male. The target lesion was the proximal and mid left anterior descending (lad) artery. The lesion was a de novo, moderately calcified and moderately tortuous. There was 90% stenosis. A radial approach was chosen for the procedure. Initially, a cypher (complaint product: 3.0/33 mm) was being delivered for direct stenting, however, it did not cross the target lesion. Therefore, to conduct pre-dilation with a balloon catheter, the cypher was withdrawn out of the patient, pulling it back into guiding catheter. When the cypher passed through the strain relief of the guiding catheter (autobuhn: 6f jl4.0), the physician felt resistance, and the stent dislodged. The cypher was completely withdrawn out of the patient leaving the dislodged stent inside the guiding catheter. Therefore, the entire system was exchanged. Another cypher stent (same size) was implanted and the procedure was successfully finished. There was no patient injury reported. The physician did not indicate any anomalies prior to use. Physician's comment: the strain relief of the guiding catheter initially used was cut down to confirm if the dislodged stent was left inside the catheter and found the stent. There is a possibility that the guiding catheter had a kink on the shaft and it caused the stent dislodgement.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.